Event description:
It was reported while taking down the patient's bladder during a da vinci prostatectomy s procedure, the monopolar curved scissor (mcs) instrument with tip cover installed collided with another instrument of an unknown model. The surgeon noticed that the monopolar curved scissor (mcs) instrument with tip cover was not energizing properly when cautery energy was applied. Reportedly, arcing took place during dissection of the seminal vesicle. When the surgical staff removed the instrument a hole was observed in the tip cover. The planned surgical procedure was completed with a replacement tip cover and without significant delay. No patient harm, adverse outcome or injury was reported. It was not reported that the instrument was being returned due to failure, however, evaluation of the returned instrument by engineering revealed material missing from the proximal clevis seal.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed a small amount of material to be missing from the proximal clevis seal. Engineering concluded that the missing material suggests that arcing occurred at the location of the proximal clevis seal as the area lines up with the small hole in the tip cover accessory removed during the procedure. Refer to medwatch MFR report # 2955842-2009-00082. The site returned a second tip cover accessory. Refer to medwatch MFR report # 2955842-2009-00089.